Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r wave and high thresholds. Rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.